Event description:
Concept suture pressure passer needle tip broke in pt's right shoulder during the surgical procedure. X-ray confirmed. Apparently, the broken tip is lodged in pt's rotator cuff tissue per surgeon. Doctor decided to leave tip in pt's tissue since it is lodged and does not move during rotation of shoulder/arm.